Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, a21 error test, displacement test due to blank display. Unit had stripped battery cap coin sot (p).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. The customer stated that the insulin pump was not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.